Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with chest pain and bradycardia. Upon further investigation, no ventricular pacing due to noise resulting in oversensing was noted on the right ventricular (rv) lead. The patient was admitted and the device was reprogrammed to unipolar pacing to resolve the event. The patient was in stable condition and will continue to be monitored.